Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there is "occlusion alarms but she states it¿s difficult to say whether it is the line itself or a pump (lvp) issue" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified bd intravascular administration set clogged during use. However, no patient impact reported. The following information was provided by the initial reporter: 1 clinician reports occlusion alarms but she states it¿s difficult to say whether it is the line itself or a pump (lvp) issue. Especially when they have multiple drugs going into one line. Normally the clinician will pause the infusion and re-start it, which usually resolves the issue. Does not have to normally change the tubing.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd intravascular administration set clogged during use. However, no patient impact reported. The following information was provided by the initial reporter: 1 clinician reports occlusion alarms but she states it¿s difficult to say whether it is the line itself or a pump (lvp) issue. Especially when they have multiple drugs going into one line. Normally the clinician will pause the infusion and re-start it, which usually resolves the issue. Does not have to normally change the tubing.